Manufacturer narrative:
Internal testing of customer returned kits (c high res ssp unitray kit, lot 005 928442) confirmed sporadic multiple lane failures ranging from (B)(4) on the 3 trays tested. Ice crystals were observed on all trays prior to test initiation. Investigation found a complaint trend increase in the number of lane failures and ice crystals received from (B)(4) 2011 through (B)(4) 2012. Investigation report reference in (B)(4), determined several root causes: insufficiently low freezer temperature for initial freezing of trays, static electricity in the production environment, and variability in buffer consistency. Corrective and preventive actions include: implementing a -40 degree "snap" freezer for initial product freezing. Installing workstation ionizers in the production environment to reduce static electricity. Implementing the use of refrigerated carts for use in moving product between storage freezers. And assessing the buffer manufacturing process to ensure buffer consistency. Associated CAPA's initiated: (B)(4). There have been no recognized complaints or non-conformances created by the corrective measures against kits that were manufactured following these corrective actions. No impact to patient management was reported. This is the initial and final report.

Event description:
Customer reported that the lab has been experiencing issues with the c high res ssp unitray kit, lot 005 928442. On the initial qc of the trays there were several dropouts (lane failures). This type of failure would result in a no-type. (B)(4).